Event description:
Same case as MDR ID #2134265-2012-06602. It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The patient presented with an acute myocardial infarction (ami). The 90% stenosed lesion was located in a severely tortuous proximal right coronary artery (rca). Difficulty engaging the vesse was experienced and crossing the lesion, but did so using a non-bsc guide catheter and guidewire. The lesion was pre-dilated with a 3.0 x 14mm non-bsc balloon catheter and they placed a 3.5 x 16mm promus element at 12atms. From the angiography image, they noticed a dissection and thrombosis, however the location was unclear. The dissection and thrombosis were treated using a 3.5 x 12mm promus element stent. When the physician advanced the 3.5 x 12mm promus element stent to the lesion, the tip of the stent came into contact with approximately 1cm of the distal end of the previously placed 3.5 x 16mm promus element stent. As a result, they were unable to get the 3.5 x 12mm promus element stent to cross. They withdrew the 3.5 x 12mm promus element stent back into the guide catheter, with no resistance, and removed the stent delivery system (sds) from the patient. It was noted under angiography, that the 3.5 x 12mm promus element stent had dislodged inside the 3.5 x 16mm promus element stent. The guide wire and guide catheter were also removed from the patient unexpectedly. It was confirmed that the 3.5 x 12 promus element stent was "fixed" with the 3.5 x 16 promus element stent, so it was decided not to perform any additional treatment due to the risk of damage to the promus element 3.5 x 16mm stent. There were no symptoms of the thrombosis or occlusion after stenting.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).